Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the customer was encountering a message of "insufficient quantity" at the station when performing a removal for two orders of the same medication in the same encounter session. A technical support specialist analyzed and provided the resolution that the orders were for a fractional-loaded medication. One order was for a discrete/fixed amount, and the other was for a ranged dose. When selecting the discrete order first, the ranged dose would become greyed out and display the tooltip "insufficient quantity." When selecting the ranged dose first, the discrete dose could be selected with no problems. The system functioned as intended after the technical support specialist resolved the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had an issue in which the user was facing an error unable to pull med with insufficient quantity. The customer reported that while trying to pull the medication out, it was greyed out and said insufficient quantity. There was a delay in dispensing the medication. There were no adverse events or injuries reported as a result of this incident.